Manufacturer narrative:
Additional narrative: this report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number could not be generated. Date of original implant procedure is unknown. It is unknown if the device has been removed. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via a clinical prodisc-c study that patient (B)(6) presented with reflex neuro deterioration. At this time, the cause is unclear. No additional information is available at this time. This report is for one (1) unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There are no further details regarding this event, except that the cause is unknown. There is no report of added medical or surgical intervention. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There are no further details regarding this event, except that the cause is unknown. There is no report of added medical or surgical intervention. If additional information becomes available, this determination should be re-reviewed by a clinician.